Manufacturer narrative:
Correction d4: device information has been corrected. Correction d6a: implant date is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg was inoperable. Surgical intervention was undertaken and the ipg was explanted and replaced.